Event description:
The cannula became disconnected from the hub while in the patient's right cubital fosa. The catheter was removed by the nurse without any problems.

Manufacturer narrative:
The sample was received in 2008, and is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 01 october 2008.